Event description:
It was reported that the patient's right ventricular (rv) lead had a lead alert indicating and impedance warning. As well, the patient's right atrial (ra) lead had possible oversensing and the patient's right ventricular (rv) lead had high pacing impedance. It was noted that there was high thresholds, however after reviewing the patient's transmission, the thresholds mentioned are not lead thresholds but the limit of the impedance of the lead. Follow up was conducted and the nurse stated both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.